Manufacturer narrative:
This device was not returned to mmdg for evaluation and no lot number was provided. Because it was not returned no investigation could be performed. Because the lot number wasn't provided, no DHR review could be performed.

Event description:
The initial reporter stated that they had a set that was leaking at the flow stop. They stated that after the patient noticed the leak they turned the pump off. During a follow up call from mmdg a nurse was present with the patient. She stated that they did continue to use the same bag and that there were no adverse events or medical intervention required. (B)(4).